Manufacturer narrative:
Correction information was provided in b.3., b.5. D.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the procedure was completed on the same day with unspecified lens. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, the haptic was torn or broken. Additional information has been requested.